Event description:
It was reported that post a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion was located in the right coronary artery (rca). The shaft of the 20mm x 2.75mm quantum maverick monorail balloon catheter broke approx 8 inches from the hub. The break occurred outside of the pt while the device was being removed from another MFR's 6fr guide catheter. The procedure was successfully completed with this device. No pt complications were reported. Pt status is reported as "fine".